Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and cervical/neck. It was reported that the patient began to experience falling, weakness in hands and arms, tingling in upper torso hands and arms. The patient received a total spine mylogram which showed shadowing (mass) around the cervical lead and compression of the spinal cord. The patient has been scheduled for dissection and removal on (B)(6) 2016 with lead being sent to pathology for diagnosis.

Manufacturer narrative:
Information references the main component of the system and the other appicable component is: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type lead.

Event description:
Additional information received from the manufacturer representative indicated the patient had a resection of the mass and removal of the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.